Manufacturer narrative:
Device evaluation: both tamper seals are intact. Top case cracked/chipped by the front left bottom corner and cracked right plunger case. Visible contamination. Primary audible alarm bgnd found in event history log. Unable to duplicate. Audio test of speaker at level 1 the reading is 10, at level 2 the reading is 21, at level 3 the reading is 42, at level 4 the reading is 92 and at level 5 the reading is 154. No problem found. Performed pm. Device software updated to v1.6.5 to remediate the primary audible alarm issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump had a primary audible alarm. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.